Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/28/2009, 10/29/2009, and 11/04/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported that a patient has an unexpected postoperative refraction following intraocular lens (iol) replacement surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the replacement lens.